Event description:
It was reported that prior to an unknown procedure, the inner packaging was not closed properly when opening the box. It was not reported how the procedure was completed. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 01/09/2009. Information anticipated, but unavailable at this time.